Event description:
It was reported by the rep the device was used during a colon resection. It was reported during the second firing (first reload) of the tlc75, it wouldn't fire and locked onto the bowel. It was reported both the resident and the surgeon attempted to fire the device. The first tlc75 was removed and a second tlc75 was opened and placed over the same site (where the bowel had been crimped by the first attempt) and was fired. The anastomotic staple line was over sewn. The pt had unexplained fluid in the abdomen postoperatively and was returned to surgery on 1/25/99. The anastomotic site was found to be leaking bile.